Event description:
According to the complainant during a laparoscopic procedure, the jaw broke inside the patient. Piece retrieval was completed successfully and x-ray results confirmed this also. Additional information was not provided but has been requested.

Manufacturer narrative:
The adverse event is filed under aic reference xc (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Investigation results: the product was not returned to the manufacturer for investigation. The investigation was based upon historical data analysis, pictures and event description. On the basis of the provided picture it can be observed that one of the pinned movable jaws is loose. Batch history review: the batches could be determined on the basis of the date of manufacture, in the december 2024 period (52960208, 52961039, 52962492, 52963423, 52964032, 52965039, 52965895). For all batches: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Conclusion/ preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. The reported damage of the product could be confirmed. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited.